Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
The device was explanted for unrelated reason.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented via remote transmission with noise reversion episodes. Analysis of episodes showed possible myopotential oversensing but isometrics were unable to recreate the noise. Turning off the low frequency attenuation resolved the issue. The patient condition is fine.